Event description:
"Situation: tlc central line leaking from brown port. Background: tlc leaking from brown port. Was placed at 12:20 on [redacted date]. Catheter was an arrow catheter. Packaging was discarded at time of insertion. Assessment: ? Cause of leaking, manufacturing defect vs. Other cause. Plan: line replaced in another site."